Event description:
Cognitive and physical disability. Received ect treatments for depression from 2005-2007. Have cognitive and physical health issues from this procedure. Told psychiatrist about cognitive disabilities soon after first ect and was told it was not from ect. I later told my psychiatrist I no longer wanted ect procedure but he continued to do them even though he could see I was having trouble communicating and even walking from ect. I had never been diagnosed with a mental illness before ect. I was not resistant to antidepressants. I had only seen him a few times before ect. He did not warn me of any possible long lasting effects of ect. Before ect I was a nurse who worked full time. After ect I am unable to work due to cognitive and physical effects of ect. Electric shock therapy changed my ability to learn, remember, and function as a productive member of society. I did not benefit from having ect in any way. It has made my life harder. Please ban ect. American company. FDA safety report ID # (B)(4).